Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting a suspected rupture of the right device. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Patient reporting a suspected rupture of the right device. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on august 09, 2024, with lot number 2935927. Based on the product analysis performed, the assessments of the complaints are: rupture: not observed. As per the investigation procedure deformation particles wear abrasion crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.